Event description:
It was reported that a novum iq large volume pump had an issue of failed flow rate test low during testing in the biomed service department. The actual and expected infusion times were not specified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A flow rate test was performed, and the results were not within the product specification range. The reported condition was verified. The cause was determined to be from a miscalibrated temperature sensor. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.